Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a cruciate ligament surgery four devices tore. The surgery time increased significantly due to the device failures. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device ar-1588rt-ib. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. Two unpackaged ar-1588btb-2j were received for investigation. Visual evaluation of device one noted that the white loop suture was damaged, a piece of the suture had broken off and the loops were torn. Visual evaluation of device two noted that the white tigerwire -deployment suture was missing. Further visual inspection noted that the white loop suture was damaged, a piece of the suture had broken off and the loops were torn. Functional testing was unable to be performed due to the damage to the devices and the missing components. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.